Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. PMA 510(k) - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037.

Event description:
Patient was revised on the right side approximately four years post-implantation due to audible noise, pain, unknown mechanical complications, and snapping. During the procedure, the surgeon noted the acetabular cup was incorrectly positioned initially.

Manufacturer narrative:
(B)(4). Review of manufacturing history revealed no evidence of product nonconformance and device likely left the manufacturer conforming to print. Examination of the acetabular cup revealed the liner was still assembled when received. The rim of the cup was noted to have some flattening, which is likely the result of contact with the femoral component or could have been damage done during extraction. The most likely root cause of the event is malpositioned acetabular cup; however, a conclusive root cause of the event cannot be determined with the available information.